Manufacturer narrative:
(B)(4)

Event description:
Procedure: hartmann procedure. The doctor fired the endo gia with the 60 amt cartridge, but was unable to retrieve the knife. Then he used a second one and the same problem arose. It was reported that, as a result of the event, there was unanticipated and irreversible tissue loss and an unanticipated extension of the incision by more than one inch. It was not reported whether reinforcement materials was used.

Manufacturer narrative:
(B)(4).